Event description:
Reportedly, the pt had an "incident" in 2008 while scuba diving. He was brought to the surface and admitted to a local hospital. According to the pacemaker clinic, the pt was brain dead while at the hosp and was eventually pronounced dead three days later. The pacemaker involved in this MDR report was returned for analysis because the family would like to eliminate the pacemaker as a cause for the incident.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Data device memory was analyzed.